Event description:
It was reported that a user experienced a temporary signal loss with a dexcom g7 continuous glucose monitor (cgm) sensor used with the ilet bionic pancreas, after which the sensor reconnected without further issue and brief troubleshooting and education were completed. No clinical signs, symptoms, or conditions were reported. Outcomes included no impact to health, no medical intervention, and no hospitalization. User support included user interview and review of device interaction, which confirmed transient loss of communication followed by restoration of sensor signal. Investigation of this case revealed no persistent device malfunction and no component failure, and the event was consistent with an intermittent communication interruption between the continuous glucose monitor and paired device that resolved spontaneously. It was concluded, based on previously established findings for similar reports, that the cause was a transient communication disruption.